Event description:
Incident description: three separate coils would not detach during the procedure. The rep. Noted: according to staff, they didn't get the three short beeps on the detacher, so they removed the coil. They continued to successfully coil with the same detacher and microcatheter during this case. No patient harm or impact. From the procedural note: ..."using fluoroscopic guidance, selective catheterization was done of the left common carotid artery and cerebral and cervical angiogram performed. The left external carotid artery was selected, and external carotid artery cervical angiogram performed. The vtk catheter was exchanged for the guide catheter. The microcatheter was situated in the mid external carotid artery, in the region of the tumor. Above listed coils were deployed for artery occlusion. Common carotid artery and cervical and cerebral angiographic performed." There were no complications noted. Manufacturer response for device, vascular, for promoting embolization, target (per site reporter). Stryker sent a kit to return the product to them.